Event description:
It was reported that the nurse called to verify the arctic sun device as patient temperature (pt) was not getting to targeted temperature (tt). Patient arrived with axillary temperature of 36.4c on 1st arctic sun device and within 10 minutes patient temperature (pt) was dropped to 32.5c. Before calling they swapped out device and pads and verified probe placement with xray. Patient temperature (pt) did increase to 33.5c but then dropped again to 32.5c. Noted they do understand might be related to patient condition. Patient temperature (pt) was 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 40.5c, water flow rate (wfr) was 1.2 l/m neonatal pads in place. Noted device was responding appropriately by make very warm water in response to patient temperature (pt) drop. Trend shows a couple bars trending downward. Device was trying to compensate for patient temperature (pt) heat loss. Discussed adding warm blankets and turning on overhead warmer if not contraindicated in their protocol. Also discussed making sure to do diligent skin checks according to their protocol with water temperature (wt) was being so warm. Device was performing as expected. Call back with any questions/alerts/alarms. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Patient arrived with axillary temperature of 36.4c on 1st arctic sun device and within 10 minutes patient temperature (pt) was dropped to 32.5c (pr# (B)(4)). Before calling they swapped out device and pads and verified probe placement with xray. Spoke with biomed xiang who denied receiving any arctic sun devices. No further information to provide. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called to verify the arctic sun device as patient temperature (pt) was not getting to targeted temperature (tt). Patient arrived with axillary temperature of 36.4c on 1st arctic sun device and within 10 minutes patient temperature (pt) was dropped to 32.5c. Before calling they swapped out device and pads and verified probe placement with xray. Patient temperature (pt) did increase to 33.5c but then dropped again to 32.5c. Noted they do understand might be related to patient condition. Patient temperature (pt) was 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 40.5c, water flow rate (wfr) was 1.2 l/m neonatal pads in place. Noted device was responding appropriately by make very warm water in response to patient temperature (pt) drop. Trend shows a couple bars trending downward. Device was trying to compensate for patient temperature (pt) heat loss. Discussed adding warm blankets and turning on overhead warmer if not contraindicated in their protocol. Also discussed making sure to do diligent skin checks according to their protocol with water temperature (wt) was being so warm. Device was performing as expected. Call back with any questions/alerts/alarms. Sn (B)(6).